Event description:
It was reported from a retrospective clinical study that a patient had an initial right hip hemiarthroplasty. Subsequently, the patient developed an infection two weeks postop. The patient underwent an incision and drainage with exchange of the head component on approximately two weeks post-implantation with copious purulence noted. Approximately 1 week post-revision, the patient underwent a repeat incision and drainage with removal of all implants due to persistent infection. Intraop cultures grew mssa. A stage ii hip revision was performed with unknown product after the interim biopsy results determined the infection had resolved. No further information has been provided at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.